Event description:
During a stroke case, after about 2-3 minutes of aspiration with the pump, a crack formed in the bottom of the canister. The pressure decreased and small bubbles of liquid were observed in the canister. The canister was replaced. This same issue occurred four times during the procedure. This MDR is associated with mdrs 3005168196-2012-00236, 00237, and 00238.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Devices disposed of.